Manufacturer narrative:
Reliability analysis completed on 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings.

Event description:
Customer reported receiving a bad sensor alert following two calibration error alerts. The blood glucose reading was 229 mg/dl. Customer was advised to change out the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.